Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual and microscopic examination found that the tip of the device had become detached and separated from the delivery system. The detached section was returned on a pig-tailed mandrel. The tip had detached distal to the distal tip bond with evidence of stretching of the distal inner material (ductile break). This damage could be caused by applying excessive force during removal of the product mandrel. As a consequence of the stretching and ductile necking that took place; the tip was found to be stuck on the product mandrel. No issues were found with the returned product mandrel with measurement within specification. The stent protector was not returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no issues with the stent profile and no evidence of damage; stretching or lifting of the stent struts. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 24x2.75mm synergy¿ drug eluting stent was selected for use to treat the target lesion. During unpacking, the physician noted that the tip of the balloon was ruptured. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that balloon rupture occurred. A 24x2.75mm synergy¿ drug eluting stent was selected for use to treat the target lesion. During unpacking, the physician noted that the tip of the balloon was ruptured. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved u.s. Device.